Event description:
It was reported that during a nephrectomy procedure, when knotting the renal pendunculus, the surgeon was unable to open the stapler. After converting to an open procedure, he was able to open the device.